Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted on (B)(6) 2017 by a complaint handler, at which time she confirmed that she was prescribed the antibiotic cephalexin 500 mg to take 3 times a day. The customer also stated that she filled the medication for mastitis the first time on (B)(6) 2017, the second time on (B)(6) 2017 and the third time on (B)(6) 2017. The customer confirmed that the mastitis is now gone. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was unable to empty her breasts when using the freestyle breast pump and has developed mastitis three times. The customer saw a physician and was diagnosed with mastitis and was put on antibiotics each time. The customer alleged that she tried another breast pump and was able to express milk and empty her breasts.